Manufacturer narrative:
(B)(4). Date sent: 08/07/2020. Batch # u5c48x. Device analysis: the analysis results found that a sr75 reload was received fully fired with the right gripping surface broken off, making the reload non-functional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreaticoduodenectomy, the gripping surface of the cartridge was damaged after firing on the stomach. The staples were deployed as intended. The same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.